Event description:
It was reported that the patient presented in the clinic after receiving an alert for high out of range high voltage lead impedance. In clinic measurements were within normal range. At subsequent follow-ups, out of range alerts were noted again. One high measurement was seen throughout follow ups. All other electrical measurements were within normal range. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.